Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the complete lead was returned for analysis. Unrelated to the complaints from the field, it was noted that there were set screw marks noted on the terminal pin, distal and proximal terminal pins. The allegation of of the lead being unable to capture at maximum outputs could not be confirmed during analysis. The lead passed all electrical tests.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to capture at maximum outputs. This rv lead has been successfully removed and replaced with another lead. No adverse patient effects reported.